Event description:
It was reported that during a bowel resection procedure, the staples would not form on the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.